Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as the consumer does not want the surgeon contacted. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she "ended up myopic". The consumer "suspects that the lens may have been implanted upside down". No additional information is expected as the consumer does not want the surgeon contacted.